Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was less "rigid" then normal and becoming "flabby". The physician had trouble finding the atrial appendage due to patient anatomy. The physician also reported that the lead was sensing multiple atrial events, in the form of atrial fibrilation. When the physician checked the electro cardiogram, the rhythm was sinus. The physician also observed "bristles similar to a brush" at the end of the electrode. The lead was explanted and replaced. No patient complications were reported as a result of this event.